Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had bolus stopped alarm as well as battery out limit. The customer¿s blood glucose level was 180 mg/dl. Troubleshooting was performed for battery out limit and noticed that they changed the battery 3 times and kept getting battery out limit. The insulin pump will not be returned for analysis.